Event description:
It was reported the patient suffered a fall and received electric shocks on "pretty much all settings." It was stated impedance measurements were 1110 ohms on all but one electrode, while that electrode read 4000 ohms. It was noted the patient had crashed his truck a few days prior to report. It was reported when the patient adjusted his settings, he went "through the roof due to uncomfortable stimulation." The patient then shut the system down. It was also reported the patient's lead and extension were explanted on (B)(6) 2013 due to a lead or extension breakage. There was patient injury reported and it was stated the patient had not fully recovered.

Manufacturer narrative:
Product ID: 3093, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 7489, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Product ID: 3093, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 7489, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the patient crashed his truck into a picnic table. There was no update on the patient's condition.

Manufacturer narrative:
Analysis of the lead, model #3093, lot #0204023312, found a short between circuits 0 and 3 due to overstress/damage. Part of the proximal end was not returned and the lead was segmented. Analysis or the extension, model # 7489-10, serial #(B)(4), found no anomaly. The entire extension was returned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.